Manufacturer narrative:
Investigation summary: the reported damage to the patient¿s driveline connection could not be conclusively determined as there was no product returned or photos of the damage submitted. The submitted controller event log files (see attached 85311335_c3e and 87301311_c3e) contained approximately 4 days of data from may of 2018 and 6 days of data from july of 2018. A communication fault flag was active on 28may2019 at 13:28:11 coincident with internal error code f19 due to a comm a fault. This event did not last long enough to trigger a driveline communication fault alarm. No other atypical alarms or events were captured in the submitted log files. All log files appeared to capture the pump functioning as intended at or above the low speed limit. The heartmate 3 lvas IFU and patient handbook contain information in regard to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device was used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Concomitant medical products: the heartmate 3 vad modular cable (lot number: 171305) was added as a concomitant product due to possible breach in the armor layers of the cable. Approximate age of device: 2 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient was seen in-clinic. During the visit, external trauma was noted on both driveline and modular cable connection. There were no abnormal events or alarms reported. Log file analysis noted intermittent communication fault alarms. No further information was reported.